Event description:
Information was received from a consumer and health care provider (hcp) regarding a patient receiving intrathecal therapy. The indications for use were non-malignant pain and chronic low back pain. The patient's pump was removed in (B)(6) of 2015 due to abdominal complications. Abdominal complications were clarified as redness and generalized site drainage. The patient had complained of abdominal discomfort. The patient was placed on antibiotics. The pump was functioning normal, but the patient thought it was not helping. There was no abnormality of the pump. The cause of the abdominal complications was unknown - skin irritation from clothes rubbing and obesity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.